Event description:
Ambulance personnel were attending to a pt in a diabetes related cardiac arrest. The pt was being monitored in the paddles mode with pacing/defibrillation/ECG electrodes and diagnosed to be asystolic. Six countershocks were delivered, however, allegedly after the 5th shock, the rhythm observed on the monitor screen appeared to be a fast, shrp, non pt generated, signal. The pt was shocked a 6th time, reportedly with not charge to the displayed signal, and successfully resuscitated. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.